Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
During a patient visit on (B)(6) 2022, the attending epileptologist observed that the patient had a purulent drainage of the incision site near the rns on the patient's right parietal area. The patient will follow-up with a separate wound clinic at the same center and will undergo superficial cleaning and management of the wound area. No antibiotics were prescribed as of (B)(6). No additional surgical procedures are planned at this time.